Event description:
The customer reported via phone call that the insulin pump had numbers scrolling on the display and the keypad was unresponsive. Customer stated that he was wearing the device while working in the sun. Blood glucose level at the time of the incident was 87 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. Pump received with normal operating currents. No unexpected battery alarm noted. No unexpected scrolling during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.